Event description:
Per the surgeon' report, this patient experienced decreased hearing performance due to migration of the electrode array. The electrode array had migrated because of reoccurring middle ear infections. The surgeon explanted the device in 2006 and implanted a new device on the contralateral side.

Manufacturer narrative:
This is a final report.